Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.

Event description:
It was reported that during a pulsed field ablation procedure, a faradrive steerable sheath clear that was selected for use exhibited air ingress. It had been mentioned that difficulty with air management was noted during the flushing step after introducing the device into the patient. No further updates on procedure and device details were provided. No patient complications were reported. The product return status is currently unknown.